Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Examination of the returned device revealed evidence of clinical use including biological material on the distal tip as well as an indentation in the teflon pad. The tip was also examined and found to have nicks. Visual inspection confirmed the reported issue as the blade was broken off. A review of the lot control sheet (lcs) indicated that all required inspections and tests were conducted on all scalpels in the lot in question indicating that the instrument was in working condition when released from stryker® sustainability solutions. The results of the investigation performed indicated that the blade of returned device broke as a result of the blade contacting a hard object, possibly a staple or surgical clip, during clinical use (i.e. End user technique contrary to the IFU). The instructions for use (IFU) reprocessed ultrasonic scalpels states: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." "Avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error.¿

Event description:
It was reported that during a procedure, "the jaw of the harmonic scalpel broke off and fell into the patient. The piece was removed without any harm to the patient." The procedure was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.